Event description:
The customer reported that the system was making a longer beep than normal. The system also stalls on boot-up and produces a communication failure message. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare (B) (4). The ge service rep reseated the pcb's, reformatted the hard drive and reloaded the rel 14 software. The system is now operating as intended.